Event description:
It was reported that the patient received multiple appropriate shocks and elected to have the device detections turned off for end of life care. When attempting to turn off the device, it could not be completely interrogated. After waiting a bit, a second attempt was successful in interrogating the device. The device was found at that time to be at recommended replacement time. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2006. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for high volt right ventricular lead impedance on (B)(6) 2013. The daily pace impedance trend data shows a spike decrease for high volt coil equal to 13.29 to 9.66 ohms minimum between (B)(6) 2013 and (B)(6) 2013. The time of elective replacement indicator in save to disk was on (B)(6) 2013. The device elective replacement indicator is less than or equal to 2.55 volts. (B)(4).